Manufacturer narrative:
Product complaint #: (B)(4). Exp date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent an anterior cervical discectomy and fusion (c6-c7) surgery. Post-surgery, the patient has developed some skin condition and is currently undergoing extended skin patch testing to rule out if the patient is not allergic to any of the metals that were placed into the patient's neck. The surgeon and dermatologist performed extended patch testing and vanadium chloride came back positive out of 80 common patches after 48 hours after surgery. Monitoring with allergists and dermatologists, working together to potentially prescribe medications. The surgeon will discuss whether or not a revision will be necessary after fusion. The patient was implanted with a plate from depuy spine, one screw is from depuy synthes and another one screw is from (B)(6) and a cage from depuy spine. Concomitant device reported: unknown screws (part#: unknown, lot#: unknown, quantity 2). This complaint involves six (6) devices. This report is 2 of 6 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary - product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h6: device history lot a review of the device history record (DHR) could not be performed as no manufacturing records could be found for this part # 186801014 / lot # 62131a combination. If further information becomes available, this DHR can be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.